Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('total hysterectomy in 2016 because some of coil fragment were left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced thyroid disorder ("thyroid problems") and contusion ("bruises"). The patient was treated with surgery (total hysterectomy to remove essure). Essure was removed. At the time of the report, the device breakage, thyroid disorder and contusion outcome was unknown. The reporter considered contusion, device breakage and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('total hysterectomy in 2016 because some of coil fragment were left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced thyroid disorder ("thyroid problems") and contusion ("bruises"). The patient was treated with surgery (total hysterectomy to remove essure). Essure was removed. At the time of the report, the device breakage, thyroid disorder and contusion outcome was unknown. The reporter considered contusion, device breakage and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event total hysterectomy in 2016 because some of coil fragment were left behind. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.